Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The aware date should be 12-sep-2021. It has been over 11 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that ¿no image¿ occurred due to faulty cable unit and ccd unit. The video cable break has probably caused the image problem reported which could be attributed to customer mishandling issue. Regarding the humidity and deposits found inside the device, it appeared to have resulted from the recent exposure to humidity that would have likely increased the sensor malfunction and subsequently, could also contribute to the loss of the image function. However, they could not identify how the fluid entered the device. A replacement of parts was recommended. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged; never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged; never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged; do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged; never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged; never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the hd autoclavable camera head has image issues. During a standard service inspection of the customer returned device, a cable break was noted. This report is to capture the reportable malfunction found at estimation. There was no patient injury or harm reported.

Manufacturer narrative:
Information not provided. The device was returned for investigation. Upon evaluation of the device, a complete loss of the image function was noted due camera cable defectiveness. Upon checking the condition of the camera head sensor after a partial removal, deposits and residual humidity were also identified inside although it was sealed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.